Event description:
It was reported that the patient presented to the healthcare facility due to shocks administered several times. At the implantable cardioverter defibrillator (ICD) followup check, it was confirmed that unwanted defibrillation shocks had been delivered due to noise exhibited by the non medtronic right ventricular (rv) lead and atrial leads. It was also reported that the left ventricular (lv) lead had encountered "twitching", and the pacing was set to off. The rv and atrial leads sensitivity and sensing polar settings were changed. However, the noise was not affected by the device setting change, therefore the detection was set as off. Approximately two days later, during the lead revision procedure, the sensing function of the ICD was determined to have anomaly. The ICD was explanted and replaced, and the lv lead was capped, replaced, and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4473-52 boston scientific lead, implanted: (B)(6) 2010; 65/18 biotronik lead implanted: (B)(6) 2010. (B)(4).